Event description:
It was reported that after bav had been performed, the valvuloplasty balloon could not be retracted into the introducer sheath. An introducer sheath was placed in the ipsilateral femoral artery and further attempts to retract the balloon were made; however, the balloon became bunched during the attempts. A surgical cutdown was performed at the access site in the groin to remove the balloon. There were no reported post-op adverse clinical consequences to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR for eval. The investigation is currently underway.